Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain was resolving and the menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 17-apr-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed case report refers to a female patient of unspecified age who had some sort of adverse reaction (unspecified), and had to have the essure removed. Upon follow-up, it was specified that she experienced pelvic pain, considered to be related to essure by physician. The event was amended. Pelvic pain is anticipated according to the reference safety information for essure. After essure insertion, pelvic pain may occur. Considering the information available for this case, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. In addition, non-serious event menorrhagia was reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded.

Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of pelvic pain ("pelvic pain / chronic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: concurrent gynecological conditions: none. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and back pain ("back pain"). The patient was treated with surgery (diagnostic laparoscopy and essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and back pain outcome was unknown. The reporter considered back pain, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 1-jun-2017: essure removal questionnaire received: event 'back pain' was added, outcome for the events was reported as unknown. Date ((B)(6) 2016) and method (laparoscopy) of essure removal were reported. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("patient had some sort of adverse reaction, and had to have the essure removed") in a female patient who received essure for female sterilization. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (medical device removal). Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Company causality comment: this medically confirmed case report refers to a female patient of unspecified age who had some sort of adverse reaction (unspecified), and had to have the essure removed. Medical device removal is anticipated according to the reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis and further information (essure device removal questionnaire) are expected.

Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of pelvic pain ("pelvic pain") the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). At the time of the report, the pelvic pain was resolving and the menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2017: essure device removal questionnaire received: doctor stated he/she did not placed the essure. Also stated that essure removal was the primary reason for the surgery. The previous event term "patient had some sort of adverse reaction, and had to have the essure removed" was updated to "pelvic pain". The event "menorrhagia" was added. Patient initials and dob added. Company causality comment: this medically confirmed case report refers to a female patient of unspecified age who had some sort of adverse reaction (unspecified), and had to have the essure removed. Upon follow-up, it was specified that she experienced pelvic pain, considered to be related to essure by physician. The event was amended. Pelvic pain is anticipated according to the reference safety information for essure. After essure insertion, pelvic pain may occur. Considering the information available for this case, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. In addition, non-serious event menorrhagia was reported. A product technical analysis is expected.